Event description:
It was reported that during the implant procedure, the helix mechanisms of two leads were tested and did not move normally, but jumped out suddenly. The leads were not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Lead evaluation summary: (B)(4). The full lead was returned, analyzed and analysis revealed that the distal end was damaged (extrinsic). It was noted that the defib coil was distorted (extrinsic) and exposed, there was blood on distal conductor (not obstructed), there was blood on distal electrode and the lead was damaged at implant. The helix is bent and the rv conductor is pinched on the lead body. This is binding up the distal conductor and preventing helix function.

Event description:
It was reported that during the implant procedure, the helix mechanisms of two leads were tested and did not move normally, but jumped out suddenly. The leads were not used and another lead was implanted. No patient complications have been reported as a result of this event.